Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The new insulin pump alarmed button error. Customer has switched to the old pump and getting off/no power. The blood glucose reading is 267 mg/dl. Customer has treated with bolus. The insulin pump did not alarm low battery prior to the off/no power alert. Customer inserted a used battery. Nothing further reported.